Manufacturer narrative:
No unexpected off no power anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to j6 connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 242mg/dl. The insulin pump will be returned for analysis.